Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to loosened implant.

Manufacturer narrative:
Additional information: the associated complaint devices were returned and evaluated. This complaint reports a revision of the tibial and femoral implants due to loose tibia. Three attempts to obtain relevant clinical/medical documentation and radiographs were made. No documentation has been provided. No further medical assessment is warranted at this time. Visual inspection of the legion insert showed rounding of the anterior lock that indicates the insert was seated initially. Damage/deformation was observed on the articulating surface of the tibial insert; these features were potentially created by third-body particulate, such as bone chips or bone cement, secondary to implant loosening. Damage to the outer edge of the insert potentially occurred during removal. Damage was also noted on the anterior and posterior sides of the post. Visual inspection of the genesis ii cmt tibial base showed burnishing of the fixation surface that indicates the tibial base may not have been well fixed in the tibia; no bone on-growth or cement adhesion was noted on the fixation surface. An alteration to the post of the tibial base was noted. No explanation for the alteration was provided. Based on the information provided, the exact cause for the tibial base loosening is unknown. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed batches. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.